Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received results of 225 and 239 mg/dl. The normal control range was 112-161 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.